Event description:
It has been reported to philips that the table was floating yesterday, they did a hard reboot and now light flashing green, and they system will not turn on. The device was not in clinical use. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) inspected the system onsite and confirmed the reported problem. Upon functional testing fse identified issue with gpdu. The third party fse replaced gpdu and memory card. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.